Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure after two attempted positionings, the implant tool was dropped on the floor. The tool was washed with betadine and used to insert the device. The patient was provided with IV antibiotics prior to discharge. The device remains in use. No sign of infection was noted at the 8 day post implant visit. No patient complications have been reported as a result of this event.